Event description:
Patient called to report an adverse event related to his medtronic cardiac defibrillator he had implanted in 2008. Patient stated he was notified of a device recall by the FDA in 2010, however, he stated he experienced pain and swelling around the site since it was first implanted and still experiences that pain currently. Patient said that doctors don't listen to him and instead mock him in their patient notes and medical records. Patient stated he wants the device removed, but his cardiologist won't remove it without putting a new one in and the patient does not want a new one put it, he does not feel that he needs one. Patient stated he does not feel like he's taken seriously when discussing his side effects from the device. Patient stated that he was in a car accident and the seat belt restrained and popped the defibrillator out of its pocket. Patient said the device doesn't work and has been recalled and he has been doing well for 13 years with a defective device and doesn't believe he needs a new one implanted. Patient wants the device removed because it causes him daily pain at the site.